Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during an ampullectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter. The device was removed, and the procedure was completed via an alternative method. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis during an ampullectomy procedure performed on (B)(6) 2025. During the procedure, the clip did not release from the catheter. The device was removed, and the procedure was completed via an alternative method. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only. Additional information received on june 3, 2025. It was clarified that the clip was not able to grasp or close onto the tissue, thus the reason why it could not release from the catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on june 3, 2025. Block h6 has been updated based on additional information received on june 3, 2025. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.